Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead presented noise and mv oversensing, with impedance greater than 3000 ohms in bipolar mode. Boston scientific technical services (ts) indicated the lead could be fractured. The lead was repositioned but later was capped and abandoned and replaced without further incident. No additional adverse patient effects were reported.